Event description:
Reportedly, a dr was using the syringe when blood was sprayed towards his face through a hairline crack in the syringe. The dr was wearing a face shield, no blood actually got on his face.